Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Customer unable to download full event from memory. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 13th august 2013. The device performed to specification throughout testing at heartsine. The device was returned with the reported fault of an inability to download a full event from memory. Information from the history log showed only one manual power on recorded on the (B)(6) 2016 since installation on the (B)(6) 2013. During this log entry, the unit did not enter the shutdown sequence, which would indicate the device had lost power. However, no fault was found on the returned sam 300p that would have caused this, and no pad-pak was returned for investigation. During investigation, the device memory was successfully downloaded and found to be identical to data received from the customer. Furthermore, no measurable fault was found on the device that could have resulted in loss of power during an event. The device was temperature cycled between 0-50°c for 48 hours. Additional stress testing was carried out at 50°c 95%rh for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. The user was alerted to the issue during post-event review of the device memory more than two years after the reported event. As no fault was found on the device, it is possible that during this event, the pad-pak had been incorrectly seated within the device and became dislodged when the user was attempting to apply the pads, resulting in loss of power. The user would have observed this within saver evo as an incomplete log entry and had likely misinterpreted this as a failure to download the full event. The pad-pak was not returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Customer unable to download full event from memory. There was no patient involved in this event.